Manufacturer narrative:
Initial reporter last name: initial reporter address: (B)(6). Initial reporter city: the lot was manufactured from february 02, 2022 - february 04, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye and fluid was observed inside the housing and the bladder had slipped down the stressmember post. Further inspection revealed the cause of the leak inside the housing and the bladder slipped down the stressmember post was due to a missing film-wrap. The film-wrap is located at the upper area of the bladder and fastened the bladder to the stressmember post. When the film-wrap is missing, the bladder will not inflate during fill and the fluid would go directly inside the housing. Without the film-wrap, the bladder can also slip down the stressmember post. The cause of missing film-wrap was related to an assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered during set up. There was no patient involvement. No additional information is available.